Manufacturer narrative:
Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? It was reported that ¿no severe bleeding occurred.¿ did any bleeding occur? If yes, how much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding? What is the current status of the patient?

Event description:
It was reported that during an open partial gastrectomy procedure, while using the instrument, it didn¿t place clips on the tissue. No formed clips were seen at all (inside the patient or at the instrument). The doctor continued the operation with a linear cutter. No severe bleeding occurred. Patient¿s life wasn¿t at risk due to this, according to the doctor. No other complications were reported. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing did this occur: on the first firing; it was reported that no severe bleeding occurred. Did any bleeding occur: not for this event; if yes, how much blood was lost (ml): - na; did the patient require a blood transfusion: if yes, how many units were given: not for this reason. The problem was not the bleeding. The problem was that because of not firing clips there was an unexpected and troubling problem during the surgery that was solved with other instrument; did the post-operative care change based on the bleeding: no bleeding; what is the current status of the patient: stable.

Manufacturer narrative:
(B)(4). Batch # n5331d. The analysis results showed that the tlh90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.